Manufacturer narrative:
This supplemental report is being submitted with an update to sections: b2 outcomes attrib to adv event. B2 date of death. B5 describe event or problem. H1 type of reportable event. H3 device eval by manufacturer? H6 patient codes. H6 impact codes. H6 evaluation method code. H6 evaluation result code. H6 evaluation conclusion code.

Event description:
It was reported that a sheath leak, air embolism, stroke, and cardiac arrest occurred. A pulse field ablation procedure for atrial fibrillation was performed using a faradrive sheath on an uninterrupted anticoagulation regime. The faradrive sheath was placed and a transeptal puncture was completed using a versacross connect. A non-boston scientific (bsc) mapping catheter was advanced through the faradrive sheath. Pre-mapping of the cardiac anatomy was performed, the non-bsc mapping catheter was removed, and the faradrive sheath was exchanged for a new faradrive sheath. A fluid leak was observed at the flush line connected to the stopcock of the faradrive sheath and air was seen in the 20ml syringe used for aspiration and flushing. At an unspecified time during the procedure an air embolism, stroke, and cardiac arrest occurred and the patient was hospitalized. Per the healthcare facility no further information is available. It was further reported after the transeptal puncture the versacross connect and pigtail catheter were removed from the faradrive sheath. A pressurized saline bag was attached to the faradrive sheath and during aspiration the physician aspirated 2-3 mm of air. The physician declined to exchange the faradrive sheath for a new faradrive sheath and the procedure proceeded. No leak was observable from the hemostatic valve of the faradrive sheath. The non-bsc mapping catheter was advanced through the faradrive sheath and was aspirated and flushed with minimal air noted. Following pre-mapping, the non-bsc mapping catheter was removed, 2-3mm of air was aspirated, and it was observed the stopcock of the faradrive sheath was leaking. The faradrive sheath was exchanged and the procedure was successfully completed. Upon extubation, the patient became bradycardic and pulseless electrical activity occurred. Cardiopulmonary respiration and extracorporeal membrane oxygenation were performed. The patient died with an official cause of death of stroke due to air embolism.

Manufacturer narrative:
It was indicated that the device will be returned for evaluation. Once further relevant information is obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a sheath leak, air embolism, stroke, and cardiac arrest occurred. A pulse field ablation procedure for atrial fibrillation was performed using a faradrive sheath on an uninterrupted anticoagulation regime. The faradrive sheath was placed and a transeptal puncture was completed using a versacross connect. A non-boston scientific (bsc) mapping catheter was advanced through the faradrive sheath. Pre-mapping of the cardiac anatomy was performed, the non-bsc mapping catheter was removed, and the faradrive sheath was exchanged for a new faradrive sheath. A fluid leak was observed at the flush line connected to the stopcock of the faradrive sheath and air was seen in the 20ml syringe used for aspiration and flushing. At an unspecified time during the procedure an air embolism, stroke, and cardiac arrest occurred and the patient was hospitalized. Per the healthcare facility no further information is available.

Manufacturer narrative:
Device analysis: upon receipt at a boston scientific (bsc) post market quality assurance laboratory, the faradrive sheath was analyzed by a bsc quality investigator. The faradrive sheath was visually and functionally examined. Visual inspection identified cracking at the three-way stopcock and during functional testing the faradrive sheath leaked at the stopcock cracks. The faradrive sheath was aspirated and flushed using a test metriq pump to replicate a saline flush and visible air bubbles were observed entering the sheath from the cracks in the stopcock. Visible air bubbles entering from the stopcock cracks likely led to the reported patient conditions of air embolism, stroke, and cardiac arrest. Based on analysis of the returned faradrive sheath, the reported events of leak, air in system/component were confirmed.

Event description:
It was reported that a sheath leak, air embolism, stroke, and cardiac arrest occurred. A pulse field ablation procedure for atrial fibrillation was performed using a faradrive sheath on an uninterrupted anticoagulation regime. The faradrive sheath was placed and a transeptal puncture was completed using a versacross connect. A non-boston scientific (bsc) mapping catheter was advanced through the faradrive sheath. Pre-mapping of the cardiac anatomy was performed, the non-bsc mapping catheter was removed, and the faradrive sheath was exchanged for a new faradrive sheath. A fluid leak was observed at the flush line connected to the stopcock of the faradrive sheath and air was seen in the 20ml syringe used for aspiration and flushing. At an unspecified time during the procedure an air embolism, stroke, and cardiac arrest occurred and the patient was hospitalized. Per the healthcare facility no further information is available. It was further reported after the transeptal puncture the versacross connect and pigtail catheter were removed from the faradrive sheath. A pressurized saline bag was attached to the faradrive sheath and during aspiration the physician aspirated 2-3 mm of air. The physician declined to exchange the faradrive sheath for a new faradrive sheath and the procedure proceeded. No leak was observable from the hemostatic valve of the faradrive sheath. The non-bsc mapping catheter was advanced through the faradrive sheath and was aspirated and flushed with minimal air noted. Following pre-mapping, the non-bsc mapping catheter was removed, 2-3mm of air was aspirated, and it was observed the stopcock of the faradrive sheath was leaking. The faradrive sheath was exchanged and the procedure was successfully completed. Upon extubation, the patient became bradycardic and pulseless electrical activity occurred. Cardiopulmonary respiration and extracorporeal membrane oxygenation were performed. The patient died with an official cause of death of stroke due to air embolism. It was further reported pulmonary vein isolation was performed with forty four (44) applications of pfa. The patient was under general anesthesia during the procedure. Magnetic resonance imaging was not performed due to patient condition. Computed tomography indicated an air embolism likely occurred which initially caused an ischemic stroke that progressed to a brain hemorrhage.

Manufacturer narrative:
This supplemental report is being submitted with an update to sections: b5 describe event or problem.

Event description:
It was reported that a sheath leak, air embolism, stroke, and cardiac arrest occurred. A pulse field ablation procedure for atrial fibrillation was performed using a faradrive sheath on an uninterrupted anticoagulation regime. The faradrive sheath was placed and a transeptal puncture was completed using a versacross connect. A non-boston scientific (bsc) mapping catheter was advanced through the faradrive sheath. Pre-mapping of the cardiac anatomy was performed, the non-bsc mapping catheter was removed, and the faradrive sheath was exchanged for a new faradrive sheath. A fluid leak was observed at the flush line connected to the stopcock of the faradrive sheath and air was seen in the 20ml syringe used for aspiration and flushing. At an unspecified time during the procedure an air embolism, stroke, and cardiac arrest occurred and the patient was hospitalized. Per the healthcare facility no further information is available. It was further reported after the transeptal puncture the versacross connect and pigtail catheter were removed from the faradrive sheath. A pressurized saline bag was attached to the faradrive sheath and during aspiration the physician aspirated 2-3 mm of air. The physician declined to exchange the faradrive sheath for a new faradrive sheath and the procedure proceeded. No leak was observable from the hemostatic valve of the faradrive sheath. The non-bsc mapping catheter was advanced through the faradrive sheath and was aspirated and flushed with minimal air noted. Following pre-mapping, the non-bsc mapping catheter was removed, 2-3mm of air was aspirated, and it was observed the stopcock of the faradrive sheath was leaking. The faradrive sheath was exchanged and the procedure was successfully completed. Upon extubation, the patient became bradycardic and pulseless electrical activity occurred. Cardiopulmonary respiration and extracorporeal membrane oxygenation were performed. The patient died with an official cause of death of stroke due to air embolism. It was further reported pulmonary vein isolation was performed with forty four (44) applications of pfa. The patient was under general anesthesia during the procedure. Magnetic resonance imaging was not performed due to patient condition. Computed tomography indicated an air embolism likely occurred which initially caused an ischemic stroke that progressed to a brain hemorrhage.